Manufacturer narrative:
"(B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4). "

Event description:
"On (B)(6) 2013 the ssu representative at (B)(6) reported that the ice block was unstable and reduced in size/shrank after the hcu 30 serial number (B)(4). Was powered on. (B)(4). "